Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported via phone call that the insulin pump had alarmed a failed battery test. The customer's blood glucose level was 130 mg/dl. Troubleshooting was performed. The insulin pump alarmed a replace battery now. The failed battery test alarm did not recur. They also reported that a pump error was occurring. The customer had received the pump error more than three times. The device will be returned for analysis.